Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8336-70, serial #: (B)(4), description: coveredge 32, 70 cm 4x8 surgical lead. Model #: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had infection. The symptom was redness at both incision sites. The reason of infection was unknown. The physician also did not believe that the infection was from the stimulator. It was unsure if antibiotics were prescribed. The patient underwent an explant procedure with no device malfunction suspected.

Manufacturer narrative:
Additional information was received that the patient was prescribed antibiotics.

Event description:
A report was received that the patient had infection. The symptom was redness at both incision sites. The reason of infection was unknown. The physician also did not believe that the infection was from the stimulator. It was unsure if antibiotics were prescribed. The patient underwent an explant procedure with no device malfunction suspected.